Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleged for possible under delivery of insulin as insulin pump was not delivering insulin anymore. Customer¿s blood glucose was 303 mg/dl. Customer was treated with manual injection. Customer stated that infusion set was bent. Customer was wearing the insulin pump within 48 hours of high blood glucose event. Insulin pump will not be returned for analysis.